Manufacturer narrative:
The cases 8592, 8666, and 8667 pertain the same patient. Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2013, this patient underwent an endovascular treatment for an abdominal aortic aneurysm and right common iliac arterial aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. During the follow-up period, new aneurysms were formed in the left common iliac and internal iliac arteries. Therefore, an additional procedure was indicated for a possible type ib endoleak. On (B)(6) 2022, gore® excluder® iliac branch endoprostheses (ibe) were additionally implanted into the left iliac artery. The iliac branch component was deployed without problems. Two internal iliac components were placed in the internal iliac artery; however, type ib endoleak was found and the internal iliac artery was embolized eventually. During the additional procedure, it was found that the proximal end of the trunk-ipsilateral leg which implanted in the initial procedure was a little bit migrated distally though no type ia endoleak was noted. Therefore, an aortic extender was also additionally implanted into the aortic neck to prevent potential type ia endoleak. The final angiography showed no endoleak. The patient tolerated the procedure.